Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the ventricular channel. Boston scientific technical services (ts) discussed reprogramming options. No adverse patient effects were reported. At this time, this device system remains in service.